Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, while attempting to switch to tether mode, the right ventricular leadless pacemaker (rvlp) prematurely released. The same device was successfully implanted with favorable parameters. Upon catheter removal, the tethers were noted to be misaligned, despite no interaction with the release knob. There were no patient consequences.